Manufacturer narrative:
(B)(4).

Event description:
It was reported that the biosure ha 7x30mm screw broke during the procedure. The screw was removed with the use of a grasper and screwdriver. A backup was available to complete the procedure. A ten minute delay was noted. No additional bone holes were required to be drilled. No patient impact reported.

Manufacturer narrative:
Visual assessment of the screw confirmed the complaint of breakage. Approximately 5 mm of the distal threads have broken from the screw. Broken pieces were not returned for examination. Dimensional assessment of the screws major diameter and wall thickness were found to meet print specification. With the limited clinical details provided regarding graft type, size and tunnel size no root cause can be determined.